Manufacturer narrative:
Unable to performed self-test due to severely damage cracked lcd glass. Unit failed self-test due to cracked lcd glass. Unit received with moisture damage was also found on the force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor during visual inspection. The following were noted during visual inspection, cracked case at battery tube side and fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit confirmed with partial display, missing segments due to cracked lcd glass. Unit received with moisture damage on the force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Unit was confirmed for physical damage on battery tube area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and missing segments/partial display, a huge black area on the bottom-right of the lcd screen, roughly the size of a nickel, caused by a crack at the lcd. Troubleshooting was performed, and the customer reported no adverse event. The event involved product(s) mmt-1880l. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device will be returned.